Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
On (B)(6) 2020, the user performed an unspecified procedure with the subject device. During the procedure, a clip fell into the bowel of the patient from a channel of the subject device. The user was able to retrieve the clip from the bowel of the patient. The user guessed that the clip that fell into the bowel was used for a colonoscopy on (B)(6) 2020. The user used 5 clips on the colonoscopy. However, the user was missing one of the clips. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.